Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information the tip at the end of the thread does not cling to the needle of the 'digitex' clamp. Increase in the number of passage of the clamp in the dissecting space towards the tendon arch. Lengthening of the intervention. Use of a new suture cartridge. Increased haemorrhage (due to increased number of passage in the dissecting space for the application of the point). Lengthening of postoperative recovery time. Treatment of cystocele by a low way. Outcome :patient is fine. She goes out from the hospital at day+1. The procedure ended with the use of another cartridge with the same digitex and the suture point worked at the 1st shot.